Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. There was no fault found with the returned device. Based on all available evidence, the investigation determined that the reported complaint was due to a depleted battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message and failed to charge its internal battery. There was no harm or serious injury reported as a result of this incident.